Event description:
The physician was not able to connect the lead into the connector from the stimulator. The lead did not fit properly. A new neurostimulator was used. There were no pt injuries.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.